Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported that once in a while they feel stimulation going down in their arms and legs on both sides, more so on the left. The change in therapy was not related to positional movement. Patient stated that they had a reprogramming session at the health care professional (hcp)'s office last thursday and it seemed better while patient was in office, however shortly after going home, it suddenly started again. Patient stated that they changed the settings back and it had not improved, stating it was ramping up. Patient noted that they had another appointment scheduled for (B)(6) 2018. Patient also stated that the hcp checked the device with a machine and everything was fine. Patient also noted that they fall all the time, nothing more than normal and the hcp's office was aware that patient experiences falls. Patient was redirected to follow up with the hcp for further assistance. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause of feeling stimulation down the arms and legs had not been determined, however it was suspected of being a short. An investigation into the wires and connections is scheduled for october 18th 2018. Patient stated that the doctor's physician assistant (pa) programmed the stimulators in an alternate fashion to avoid the short. Patient noted that they tried many settings until patient was comfortable. Regarding patient falling all the time, they indicated that patient falls because they do not listen to the wife, the doctor, the pa and others who care about him. Patient stated that they cannot deal with being told that they cannot do something that he previously could do.